Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. Customer's blood glucose level was 190 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No button alarms noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners.